Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced the sample probe, reassembled the sampling syringe, and verified the probe position. An instrument check was performed and there were no abnormalities.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth immunoassay on a cobas 8000 e 801 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a pth value of 23.0 pg/ml. The sample was repeated twice, resulting in values of 265 pg/ml and 265 pg/ml. The pth reagent lot number and expiration date were requested, but not provided.